Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a ventricular assist device (vad) stopped event that they felt was related to power supply. The patient did not provide details nor were they able to identify what power sources were active at the time of the event. Therefore, it was not known which devices exhibited power switching. Log file review indicated that there had been no vad stopped alarms/ events. All of the power sources were serviced with lubricant. The controller and all of the power sources remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and three batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), (B)(4), and (B)(4). Review of the alarm log file revealed that no vad stopped alarms were recorded in the analyzed period. As a result, the reported power switching event was confirmed; however, the vad stopped event was not confirmed. A power source lubrication procedure was performed on the power sources on (B)(6), 2018 to mitigate the reported conditions and the devices remain in use. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is evaluating momentary disconnections. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data on three batteries and they subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Product event summary: the additional batteries and controller ac (cac) adapter were not returned for evaluation. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) . The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.